Event description:
Health professional reported lap-band system removal and replacement due to alleged "excessive vomiting and band loosened."

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2011. Visual examination of the returned device determined the access port tubing connector to be a taper ii. No additional info has been reported to allergan regarding the serial number or the implant date. Analysis noted the band tubing was broken with striations consistent with a surgical end cut to remove the device. Device labeling addresses the reported events of nausea as follows: "nausea and vomiting may occur, particularly in the first few days after surgery and when the pt eats more than recommended."